Manufacturer narrative:
Upon further evaluation, service found the rubber adhesive in the bending section was cracked and melted. A leak was observed due to a cut in the video cable sheath. The forceps elevator was discolored, the right/left lever unit was damaged, and the video connector/connector plug unit were defective (unable to rotate and remove the protector toward the cable tube). The instrument was partially disassembled, and no humidity was found out inside the device. The investigation is ongoing; therefore, a root cause of the reported event cannot be determined at this time. If additional information becomes available, this report will be supplemented accordingly.

Event description:
The customer returned the subject device to an olympus service center with a report that the endoeye was defective. There was no patient or user injury reported. During inspection and testing of the returned device, service found the adhesive around the objective lenses was deteriorated, with cracking and visible missing parts. This report is being submitted for the malfunction (adhesive deterioration/detached) found by service during the device evaluation.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the reported event is unable to be determined. However, the cause of the event is likely due to the physical stress from the outside of scope in addition to chemical stress due to sterilization with chemicals and/or sterrad system. The event can be prevented by following the instructions for use (IFU) which state: operation manual: important information ¿ please read before use: dangers, warnings, and cautions: ¿do not strike, hit, or drop the endoscope¿s distal end, rigid portion, bending section, control section, universal cord, video connectors, or light guide connector. Also, do not bend, pull, or twist the endoscope¿s distal end, rigid portion, bending section, control section, universal cord, video connectors, or light guide connector with excessive force. The endoscope may be damaged and could cause patient injury, burns, bleeding, and/or perforations. It could also cause parts of the endoscope to fall off inside the patient.¿ reprocessing manual: 3.1 compatibility summary: methods listed as ¿compatible¿ in table 3.1 and 3.2 are compatible for routine use only when used according to manufacturer¿s instructions. Repeated use and reprocessing of endoscopes and accessories lead to gradual wear and tear. Furthermore, reprocessing methods that employ higher temperatures and more caustic/corrosive materials may lead to faster deterioration. In general, sterilization processes are harsher on equipment than disinfection processes. Before each patient procedure, inspect the endoscope and accessories for damage, according to the instructions described in this manual and its companion ¿operation manual¿.¿reprocessing manual: 3.1 compatibility summary: list of compatible methods validated in terms of material durability: sterrad® 50/100s/200/nx¿: sterilization by sterrad® 50/100s/200/nx¿ system may deteriorate the adhesive of the insertion section. Depending on the circumstances, replacement of the insertion section may be required. Before use, confirm that the endoscope is free from any damage or other irregularities. For further details, contact olympus.¿ olympus will continue to monitor field performance for this device.